Event description:
It was reported that a pump was alarming for a no disposable clamp tubing. Troubleshooting included silencing the alarm and reviewing pump settings. The patient was instructed to attempt restart. Medication delivery with run screen was confirmed with reservoir volume counting down. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned however the pumps operators manual indicates that the pump will alarm for no disposable if a cassette (disposable) is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate that there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.